Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their front teeth and gums are hurting. At check in they marked true to excessive bleeding, periodontitis, gingivitis, sensitivity and discomfort. This is a contraindicated patient for crowns.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.